Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out procedure, this existing right ventricular (rv) lead was stuck in the header of the device. The physician then elected to break the header of the device which worked as the lead released. However, the lead appeared bent and thresholds then appeared to be higher and there was intermittent loss of capture. The physician decided to place a new rv lead, which also exhibited high thresholds and intermittent capture. At this time, this rv lead is surgically abandoned and replaced. No additional adverse patient effects were reported.